Event description:
It was reported that the patient's right hip was revised due to pain, instability, and trunnionosis. Surgeon reported via pre-revision x-ray that the cup had too much anteversion. Intra-operatively, the head was found to be 'a little loose' on the trunnion. The patient's entire hip construct was revised to a restoration modular stem construct with a new head, liner and shell. While reaming for the new shell, the patient's femoral artery was severed. A vascular surgeon was brought in to address the issue and perform a bypass. The surgery was completed successfully with a delay of approximately 3 hours. The patient was eventually pronounced stable after having gone to the ICU. Rep confirmed that no stryker implants or instruments contributed to the severing of the artery, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.